Event description:
Pt who was implanted with elevate graft in 2008, reported an extrusion in 2009, and new propalse. A revision was done four months later. Additional info received on 12/09/09 indicates that pt is experiencing urinary incontinence with an onset date of event.